Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2016-03792 addresses the first resolution clip and manufacturer report #3005099803-2016-03794 addresses the second resolution clip. It was reported to boston scientific corporation that two resolution clip devices were used in a procedure performed on (B)(6) 2016. According to the complainant, when the clip was deployed during the procedure, one of the clip prongs was bent. The clip failed to stay attached on the tissue and fell inside the patient in an open position. The clip was then retrieved. A second resolution clip device was used. However, one of the clip prongs was also bent, and the clip failed to stay attached on the tissue and fell inside the patient in an open position. This clip was also retrieved. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.